Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy (medication and rate unknown). The pump was programmed for 1000 cc and 600 cc was left in the primary bag of a secondary infusion at the end. The event happened in the 5th floor labor and delivery department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed. The customer did not report specific event parameters associated with the event but reported the date of event. There is an infusion was programmed on the reported event date in the log. The reported under infusion was reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.